Event description:
It was reported that the patient experienced pocket discomfort due to being able to feel the leads underneath the skin. Surgical intervention was undertaken wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
B3: date of event is estimated. A4: patient's weight was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.